Event description:
The customer reported no image in auto fluoro and the technique increases to maximum. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system, and repaired the connector for the image intensifier power supply. This MDR is related to ge healthcare complaint.